Manufacturer narrative:
(B) (4). A investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 04/01/2009 that a customer had an issue with a dialysis catheter. The customer states that according to staff, there is leakage in the "arterial" branch close to the y-split. This catheter was pulled and replaced.